Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump was suspending itself. Customer's blood glucose was 450 mg/dl. During troubleshooting, found no delivery alarm in history. Customer reported the alarm was resolved by a complete set change. Customer will not be returning the device for analysis.